Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (date unknown). This complaint is being reported based on the event of hospitalization following a bronchial thermoplasty treatment. According to the complainant, the patient underwent a bronchial thermoplasty treatment. The patient was hospitalized at another facility following the procedure. The date of the hospitalization, the duration of the hospitalization, and the nature of the hospitalization are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Patient age - the exact age of the patient is unknown, however, the patient is over 18 years old.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure (date unknown). This complaint is being reported based on the event of hospitalization following a bronchial thermoplasty treatment. According to the complainant, the patient underwent a bronchial thermoplasty treatment. The patient was hospitalized at another facility following the procedure. The date of the hospitalization, the duration of the hospitalization, and the nature of the hospitalization are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.